Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that multiple attempts were made to place the leadless implantable pulse generator (ipg) but an adequate pacing site could not be found. The physician removed and flushed the system. At this time, it was noted by the physician that the delivery system was not articulating in the proper plane when manipulated by control handle. The physician attempted to re-implant the leadless ipg to no avail. A new leadless ipg system was requested and was implanted successfully. No patient complications have been reported as a result of this event.